Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disk and tidal volume disk need to be replaced.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and replaced the tidal volume and the safety disk. The iabp was returned for clinical service.